Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force and "no cartridge detected" warnings. The pump was rewound, loaded, and primed with no alarms occurring.

Event description:
The pt reported that the pump dispensed insulin from the cartridge during the load step.